Event description:
A customer reported experiencing alarm 2 related to their pump. There was no adverse impact on the customer¿s blood glucose level, the customer followed technical support's instructions which included disconnecting from the site, loading a new cartridge, and attempting a bolus delivery, but this was unsuccessful due to a cartridge alarm 35. Technical support arranged to replace the pump and provided instructions for backup insulin delivery, storage mode, and return of the problematic pump. A replacement pump with updated software was sent to the customer.